Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented with increasing shortness of breath and was diagnosed with unstable angina. Vascular access was obtained via the right femoral artery. The 90% stenosed, 15 mm long target lesion was located in a moderately tortuous, moderately to heavily calcified mid left anterior descending artery. A 6f runway guide catheter and a choice pt extra support guide wire were introduced through the left interior main artery (lima) graft, and a maverick monorail balloon catheter was advanced for pre-dilatation. The 2.50 x 20 mm promus element plus stent was introduced and deployed at 15 atm for 30 seconds to treat the target lesion. Following post-dilatation with an nc quantum apex balloon, there was 10% residual stenosis. It was discovered that during the stenting procedure, a dissection of the lima ostial had occurred. The dissection was treated with the nc quantum apex balloon and no further patient complications were reported. The next day, the event was considered resolved without residual effects and the patient was discharged.